Manufacturer narrative:
Compromised force sensor alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed the displacement test. Unable to perform the self test due to compromised force sensor alarm. No missing segments/partial display anomaly noted, however moisture damage found on the lcd board. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump¿s screen had a line and clock display was showing number (B)(4). The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.